Event description:
Multi amputee, immunocompromised with a history of infections developed necrotic tissue after a skin tear. The tissue did not heal and the life site was removed. The pt's blood cultures were negative.